Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2002 - the pt had a bard/davol mesh implanted into the pelvic area causing alleged injuries. The attorney's report alleges pain, injury, "pain and suffering", disability, defective mesh.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent due to additional medical records reviewed. Based on the additional information provided the patient underwent surgical intervention and explant of the bard flat mesh approximately 10 years post implant due to persistent mesh erosion into the vagina. The medical records also indicate the patient underwent drainage of abscess which had a small amount of purulence. Based on this it appears the patient experienced infection, however there were no pathology, cultures or imaging reports provided. With the current information available no definitive conclusion can be made to the degree that the flat mesh may have caused or contributed to the reported event. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
As previously reported: (B)(6) 2002 - the patient had a bard/davol mesh implanted into the pelvic area causing alleged injuries. The attorney's report alleges pain, injury, "pain & suffering", disability, defective mesh. Addendum based on additional medical records received from the patient's attorney: (B)(6) 2002 - the patient was diagnosed with total vaginal vault prolapse. The patient underwent an open vaginal vault suspension with implant of a bard flat mesh. (B)(6) 2012 - the patient was diagnosed with lateral cystocele, rectocele, genuine stress incontinence, vaginal mesh erosion from previous pelvic surgery and enterocele. The patient underwent an anterior and paravaginal repair with non-bard davol graft placement, enterocele repair, posterior repair, excision of vaginal granulation tissue and drainage of abscess associated with the previous bard flat mesh. (B)(6) 2012 - the patient was diagnosed with persistent abdominal mesh erosion into vagina. The patient underwent excision of abdominal mesh through the vagina and vaginal closure. Per op details "a speculum was used to visualize the vaginal apex where there was palpable mesh coming from the patient's previous abdominal sacrocolpopexy. Mesh appeared to have eroded through the top of the vaginal vault." Mesh was excised with the use of metzenbaum scissors. Two separate pieces were excised and sent to pathology.